Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the housing was able to be confirmed. The power module (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested. The power module was powered on and was able to operate as intended. The damaged housing was replaced, and the unit will be returning to the customer site. Multiple good faith effort attempts were made asking of the damage to the housing affected the functionality of the power module, and for the tracking information; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the power module (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a cracked case and will be returned for evaluation.